Event description:
We received an allegation of a questionable sodium electrode result for 1 patient sample tested on a cobas 8000 cobas ise module. Initial result: 121 mmol/l. The initial result did not match the patient's previous results, prompting the repeat of the sample. Repeat result: 134 mmol/l. The repeat result was deemed to be correct.

Manufacturer narrative:
The na electrode serial number was (B)(6) with an expiration date of 15-apr-2026. The customer stated that the qc was acceptable. The field service engineer found that the cause was due to the slider on the sample mechanism being worn (component failure), causing the sample probe to wobble. He removed the sample mechanism, replaced the slider, reinstalled the mechanism, and performed adjustments. He then performed mechanism checks, calibration, qc, and precision studies, and they were all within specifications. The service actions performed by the engineer resolved the issue. No further issues were reported after the service visit.